Manufacturer narrative:
Insulin pump received with detached end cap noted. Unable to perform displacement test due to detached end cap.

Event description:
The customer reported via phone call that the section near the medtronic bumper was damaged. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.